Manufacturer narrative:
(B)(4) a lot history record review was completed for lots 25124498, 25124870 and 25125481 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. Updated sections: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro failed to delivery energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro failed to delivery energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.